Event description:
During a tavr procedure using a 26mm sapien 3 valve via transfemoral approach, at deployment of the valve, the valve jumped due to a pacing failure. The valve was pulled into the ascending aorta and a second 26mm valve was needed to treat the calcified aortic stenosis (rac), which was well positioned. A stent was necessary to stabilize the valve. No patient injury. The patient is doing well post-procedure.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Correction to h4. The 26mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system, and commander procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for the valve embolized into the aorta was unable to be confirmed due to the unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, "during deployment of the valve, the valve jumped due to a pacing failure". In this case, the failure in controlling the rapid pacing could have led to rapid pacing disruption or loss of pacing capture, which could cause the delivery system movement during deployment, and the fully inflated balloon (with valve) pushed toward the aorta; subsequently, it resulted in valve embolization into the aorta. Pert the training manual, "loss of capture during rapid pacing can cause sudden delivery system movement during deployment". In this case, available information suggests that procedural factors (loss of pacing capture) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.